Event description:
Information received from global pharmacovigilance (gpv) from a customer reporting peritonitis and hospitalization of a female patient coincident with the use of dianeal (B)(4) low cal peritoneal dialysis (pd) therapy. Reportedly, the patient was hospitalized on (B)(6) 2012, for the peritonitis. The cause of the peritonitis is unknown. It is unknown what interventions were required. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were unknown. The problem was not confirmed. The root cause of the peritonitis was undetermined. The baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.